Manufacturer narrative:
The device history record was reviewed for stock code (B)(4), lot number m0047t608. The product met the manufacturing specifications and was accepted in the qa inspections. We were unable to evaluate the sample as it was not returned to kimberly-clark. The et tube used by the facility, with our kimvent closed suction system for neonates - pediatrics, was not a kimberly-clark et tube. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "product caused several problems recently at the intake. Tonight patient with saturation waste. Stress for the patient. There was a serious risk of tubusobstruktion. It was used a 2.0 tube." Clarification from sales states, "the trach care neonate (B)(4) has a diameter of 5 fr (= 1.67 mm). This product is supplied with an adapter for a 2.0 mm et tube. During the inservicing sales advises the customers to use at least a 2.5 mm et tube. The hospital decided to use a 2.0 mm et tube, as our product comes with the appropriate adaptor. Therefore during the suctioning there is a gap of 0.15 mm for ventilating the patient. The hospital is using our devices for quite a while and they believe that the product has changed. That's why the suction catheter got stuck and they had difficulties to remove it. As a result of these difficulties they've noticed a desaturation of the patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).